Event description:
Customer stated that the meter will not turn on. A review of the system was conducted over the phone. The customer removed and reinserted the batteries and the meter powered on. However, segments appeared to be missing from the display. The customer was asked to return the meter for further evaluation and a replacement meter was provided.